Event description:
Asku

Manufacturer narrative:
The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed. Distal segment.